Event description:
It was reported that this right ventricular (rv) lead pace impedance had gradually increased. Presenting electrogram (egm) showed no noise but the rv threshold increased. Boston scientific technical services (ts) explained that this type of rise seems to correlate with possible calcification. This rv lead was revised and to date, the lead remains in service. No additional adverse patient effects were reported.